Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided, a4: patient weight: unknown / not provided, b3: date of event: unknown / not provided, e1: email address: unknown / not provided, e1: phone #: unknown / not provided.

Event description:
It was reported that the implant fractured and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvmb10, (imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation was performed, implant had signs of use with bone debris on external threads. Damage to the implant was identified. The implant was trephined. The implant was fractured at the collar and had a fractured screw stuck inside implant. DHR review was completed for the subject lot number 1252236. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252236 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant.¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant fractured. Upon investigation a fractured screw was identified inside the fractured implant. After follow up customer cannot recall if an screw fractured also when the implant fractured. This report refers to fractured implant.